Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component were reviewed and no deviations or anomalies were identified. The quality records of the bone cement were reviewed and no product deficiency was identified. Review of the compatibility matrix identified that the devices used are compatible. The device is used for treatment. A complaint history search identified no other complaint for the part/lot combination of the tibial component. The primary surgical notes state that the patient underwent left tka due to severe osteoarthritis. The bone cuts were completed, the menisci and pcl were measured and completely resized (likely typo - excised). A trial reduction was performed and excellent stability through all ranges was initially achieved with a 10mm poly. After pulsatile lavage, the final components were cemented in place in a normal fashion. Excess cement was removed. A 12mm final articular surface was then positioned and gave a better stability than a 10mm one. The revision surgical notes indicate that the physical exam history and images were consistent with aseptic loosening of the left tka about 8 years after primary implantation. No evidence of acute inflammation was found in the synovial biopsy. Intra-operatively, the tibial component was found to be grossly loose. The tibial component was removed using a bone tamp and an osteotome. Per the package inserts of the components, pain and loosening of the prosthetic knee components are known potential adverse effects of the tka procedure. The insert also warns that complications and/or failure of total knee prostheses are more likely to occur in heavy patients. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.